Event description:
Caller reported a cgm error 42. There was no reported impact to the customer¿s blood glucose level. Customer was provided with complete pump reset information by technical support, but they chose not to complete the reset and disconnected the call, stating they would call back later.